Manufacturer narrative:
The device was not returned for evaluation; however, review of the customer complaint indicated the device performed to specification. The customer report was evaluated and determined to be normal functionality of the device. No product is expected to be returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.